Manufacturer narrative:
The sapien valve was deployed transapically in the correct position within the patient's native aortic valve, with free flow to the coronary arteries and mild central leak post procedure. At discharge, the patient's preexisting congestive heart failure was reclassified from nyha class IV to class ii. The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, arrhythmias/conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty, the use of anesthesia, and the overall transaortic heart valve replacement procedure. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications. The exact cause for the reported sinuses pauses in this case cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities may have contributed to the event. Since there is no allegation of device dysfunction, no further investigational actions will be performed in relation to this event.

Event description:
As reported through the partner 1 clinical study, eleven days post successful transaortic heart valve replacement, the patient experienced sinus pauses of up to 4.8 seconds, resulting in the implantation of a permanent pacemaker. Prior to the event, the patient did not have a history of any major arrhythmias. At this time, the valve remains implanted.